Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose reading was over 600 mg/dl. Customer advised they are treating their high blood glucose levels with manual injection and have lost their insertion device. Troubleshooting for high blood glucose levels was performed. Customer wanted a replacement insertion device and was advised a replacement would be sent out. Customer advised their mother in law accidentally threw the insertion device away. Customer's blood glucose levels have been high since using manual injections. Customer declined to further troubleshoot and advised they will call their doctor.